Manufacturer narrative:
The manufacturer previously reported receiving information alleging the humidifier was overheating, sinus infection, and sore throat. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the humidifier was overheating, sinus infection, and sore throat. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.